Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿6-10%¿ mean/average thrombosis rate observed in the past 12 months wherein a coupler was utilized for an unspecified reason during an unspecified procedure. The respondent stated, ¿reliable and consistent result. Satisfied so far¿ additionally, ¿90-94% flap survival rate observed in the past 12 months.¿ the respondent added ¿very sensitive to possible occlusion allowing me to intervene.¿ these events likely required medical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. There was no allegation of a device malfunction. No further information was available at the time of this report.